Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling properly. Per review of wo on 10 oct 2024, device was used on patient. No patient identifiers available and no patient impact reported.

Event description:
It was reported that the arctic sun device was not cooling properly. Per review of wo on 10oct2024, device was used on patient. No patient identifiers available and no patient impact reported. Per follow up information received via mail on 04dec2024, the device needs to be sent to crawley for repairs. Per sample evaluation results received via task on 17dec2024, it was reported that the tech noted that customer complained about water leaks in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. The device was evaluated upon receipt. During the evaluation onsite, the chiller pump was exchanged, but the unit was still not cooling. Sent to depot for further evaluation. During depot evaluation, it was found that the chiller unit needed to be replaced. Replaced chiller unit. Customer reported water leak, but this was not found in the evaluation. Performed pm procedure. Replaced drain ports, heaters, circulation pump, mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.